Event description:
During radiofrequency procedure the patient sustained burn to left upper thigh. Under grounding pad placement, burn was a 1st degree burn surrounded by a 3rd degree burn.device #1is this a laboratory device or laboratory test?no.